Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: ios / ios_iphone se 2nd gen / 2.8 / ios_26.

Event description:
It was reported that pump charging indicator behaved unexpectedly. There was no reported impact to the customer¿s blood glucose level. Technical support attempted follow up with customer and left voicemail, and no additional information was received regarding the outcome of the event.